Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. While the physician was positioning the was in the laa of the patient, the was became kinked. The procedure was ended with no closure device attempted to be implanted. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.